Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that occlusion issue with the infusion set site within 3 hours of insertion. The insertion site of the infusion set was at upper buttocks. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion and regularly rotated the site location. The customer changed supplies as necessary and resumed insulin therapy. No further information available.